Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a device free flowed during use and suspect the cause is from a broken membrane frame hinge. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.